Event description:
No additional information received. Materials#: 305196 batch#: 2363714. It was reported by the customer that coring is occurring when they are inserting in medication vials. Verbatim: rcc received a complaint via phone. Productcomplaint-mds. Facility: (B)(6) hospital. Address: 1 dayton oh 45409. Dept: in patient pharmacy. Contact: 1. (B)(6) IV team lead 2. (B)(6) pharmacy infusion manager. Phone: 1. (B)(6). Email: 1. (B)(6). Ref:1st (B)(4). Lot: 1st 2363714. Ref (B)(4). Lot: 2nd 3271842. Issue: coring is occurring when they are inserting in medication vials. Doe: unknown. Pt harm: no. Sample: representative samples available. This case is related to (B)(4) when this gets transitioned into tw please relate the cases.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reporting coring was occurring when inserting into medication vials. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed with a 30x microscope. There was no damage, defective grind or hooks observed. The bevels and etch were good. A device history record review was completed for provided material number 305196, lot 2363714. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
Materials#: 305196 batch#: 2363714. It was reported by the customer that coring is occurring when they are inserting in medication vials. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint-mds facility: (B)(6). Ref:1st 305196 lot: 1st 2363714. Ref 305195 lot: 2nd 3271842. Issue: coring is occurring when they are inserting in medication vials. Doe: unknown. Pt harm: no. Sample: representative samples available. This case is related to (B)(4) when this gets transitioned into tw please relate the cases.